Manufacturer narrative:
A review of lot c903 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint categories, system error f183: centrifuge speed too slow, centrifuge bowl leak/break, and noise. No trends were detected for any of these complaint categories. Manufacturer scar 143 has already been initiated to investigate centrifuge bowl leaks. The assessment is based on info available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the info provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
Customer reported a treatment with a large bowl kit was in cycle three when a grinding noise was heard, and then a blood leak alarm occurred. Customer wiped the centrifuge and found no signs of a blood leak and did not see any evidence of humidity inside the centrifuge. Customer reported a system error f183:0000 occurred. Customer stated there were no alarms before the leak alarm. Css advised the customer that therakos does not recommend returning any volume from the kit to the patient if a blood leak has occurred, and customer chose to abort the treatment and to not return the blood in the kit to the patient. The patient was reported to be in stable condition. The kit was not returned for evaluation. No service order was generated.